Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip on the vasoview 6 endoscopic vessel harvesting system was filling up with fluid making it difficult to see through it. A new kit was used to complete the procedure. There were no pt effects. The event date is unk. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the dissection tip was received as a complete assembly. There was some blood on the side of the nose tip. Based upon the visual observations, the reported complaint for "tip filling up with fluid" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).